Event description:
It was reported that the patient experienced numerous occlusion alarms, with high blood glucose readings of 401 mg/dl, after infusion set changes, while using inset infusion sets, leading the family to stop pump use and transition to injections. The reported device issue aligned with an obstruction of insulin flow associated with the connector/coupler, and the event resolved only after supply changes. Customer care provided support that included review of training and technique, with the trainer confirming proper inset insertion technique and the patient resuming ilet use. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler component. Symptoms included insufficient information regarding specific clinical effects beyond hyperglycemia indicators. Outcomes included insufficient information regarding patient impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.